Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that "they had a port needle/tubing break over the weekend. Port tubing breaks at distal end near the clave and blood backs up (and out). Patient woke up covered in blood. Patient had to be reaccessed."

Event description:
It was reported by the customer that "they had a port needle/tubing break over the weekend. Port tubing breaks at distal end near the clave and blood backs up (and out). Patient woke up covered in blood. Patient had to be reaccessed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the tubing of an infusion set is confirmed. One 20 ga x 0.75" powerloc max was returned for evaluation. An initial visual observation showed use residues throughout the returned device, and an obvious split was found in the tubing just distal of the luer. A microscopic observation revealed the split to have a granular fracture surface and wear resembling flexural fatigue of the tubing. The split is circumferentially aligned and has ¿c¿ shaped impressions leading into the fracture site which are consistent with material buckling. The complaint of the tubing of an infusion set splitting is confirmed, and the cause of failure is consistent with flexural fatigue of the tubing of the infusion set. Possible contributing factors may include securement, access and maintenance techniques of the infusion set device.